Event description:
Arjohuntleigh received a customer complaint where it was reported that the resident was being transferred from the toilet to the bed when the right leg clip of the sling detached from the spreader bar of the lift. It was indicated that the staff heard a "click" caused by the clip engaging with the lift and then approximately 4 inches above the chair the clip came off and the resident fell 4 inches back. No injuries were reported.

Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. Arjohuntleigh received a customer complaint where it was reported that the resident was being transferred from the toilet to the bed when the right leg clip of the sling detached from the spreader bar of the lift. It was indicated that the staff heard a "click" caused by the clip engaging with the lift and then approximately 4 inches above the chair the clip came off and the resident fell 4 inches back. No injuries were reported. There is a suggestion that "the resident has contractures but with coaxing can relax". However, it was indicated that the "resident has no behavioral issues". When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. The sling and the lift which work together as a system were found to have not been to specification when the event took a place. An on-site inspection found the sling to with not readable label. This malfunctions have no impact on the performance of the system (lift and sling together) when used according to the device instructions for use (IFU) procedures for a transfer. This is rather an indication that the sling should be withdrawn from use and replaced. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It was indicated that the staff heard a "click" of the clip engage. Note that our clips are not designed to have this specific sound. Note also that the clip is either in place or not, due to the design of the system. It is impossible to have the clip halfway in place. Based on the information received it appears more likely that the transfer occurred from the toilet to the chair and from the chair to the bed as it was reported that "2 staff were transferring resident from w/c to bed" and then that "resident fell 4 inches back onto chair". During the clip detachment the person is likely to fall away from the sling, toward the corner where the clip is not in place as shown in our simulations. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. The only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. It was indicated that the right leg clip detached "4 inches above the chair" and the resident fell back to the chair. Therefore, it appears more likely that the leg clip was in place at the start of the lifting procedure but could wiggle off when the clip and strap were not under tension yet. "Always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are still correctly attached to the attachment lugs and remain in tension as the weight of the resident is gradually taken up. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregiver counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labeling, with special attention to correct lifting procedure and check the sling before transfer. This is to be communicated to the customer. We found this complaint to be reportable to the competent authorities.